Event description:
Per the clinic, the patient experienced a skin flap infection exposing the implant (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with a new cochlear device on the contralateral side during the same surgery.